Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All productions steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right atrial (ra) lead dislodged. The lead was successfully explanted and replaced with another lead. No adverse pt effects were reported. The ra lead was sent to pathology and is not expected for return. As no further info concerning this report is expected, our investigation is completed. This investigation will be updated should further info be provided. The dates of implant and explant were not provided.